Event description:
The parent reported that their child broke the zipper around the technology hub portal area and eloped from the bed. Per the parent, the child initially broke the zipper when the technology hub was installed and eloped from the bed. The parent removed the technology hub and installed the cloth cover because they determined the child was "too destructive" and would continue to push out the technology hub. The parent reported that the child continuously breaks the zipper off it's track and removes the cloth cover and elope from the bed. One (1) picture was provided that shows the technology hub portal with no hub or cover installed, and the padlock is still locked to the zipper tab and locking loop. There was no report of injury as a result of the event.

Manufacturer narrative:
Sensory medical advised the customer to discontinue use of the cubby bed until damaged components could be replaced. 230814m05 is the lot number of the canopy. Review of manufacturing records confirms all in process and final inspections were performed and passed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact". Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. The tech hub manual provides the following information: in the warnings section on page 3: check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. Do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. On page 19 maintenance checklist: discontinue use and contact us immediately if anything is damaged or missing. Technology hub zipper + cord loop are intact and lock is secured. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.